Event description:
The complainant reported that the clinician attempted to place the implant in a pt, but the implant driver would not disengage from the implant (B)(6). The procedure was aborted. There was no indication from the complainant of any adverse effect to the pt as a result of the reported product problem.

Manufacturer narrative:
The implant driver was not returned. Microscopic examination of the returned implant revealed deformation on the internal connection lobes where the driver engages it. In addition, the deformation was greater in the clockwise direction of the lobes suggesting that a high torque was applied, in addition to axial pressure. It is likely the intended friction fit between the driver and implant in combination with an excessive axial pressure applied by the clinician resulted in a high retention force making driver removal difficult. This product is supplied by keystone dental as a non-sterile device, consequently, there is no exp date noted. Attempts were made to obtain add'l info. A f/u medwatch form will be submitted if add'l info is received at a later date. (B)(4).